Manufacturer narrative:
Two device were returned, decontaminated and visually investigated. Upon visual inspection this complaint has been confirmed. The returned tips were returned with a split heat shrink. Microline inc., has noticed an increase of reported devices with this similar failure. A corrective action plan has been issued in efforts to address the increase of these failures. Ref: (B)(4).

Event description:
During a laparoscopic cholecystectomy procedure, the heat shrink form the renew endocut scissors tip became loose. The procedure and anesthesia time was extended by 10 min. There was no harm to the patient.